Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports for this product code/lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after 12 years of implantation. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.